Event description:
A surgeon reported a pt experienced blurred vision and an unexpected outcome following an intraocular lens (iol) implant procedure. The calculator suggested a specific model of a lens to be used, but the surgeon indicated he chose a different model resulting in residual cylinder on the opposite axis. The lens was exchanged with a different model and power lens. The pt symptoms have resolved following the exchange. Additional info was requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(4) 2013. (B)(4).